Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. Initial reporter the article was written by h.c. Van der veen, i.h.f. Reininga, w.p. Zijlstra, m.f. Boomsma, s.k. Bulstra and j.j.a.m. Van raay.

Event description:
Information was received based on review of a journal article titled, pseudotumor incidence, cobalt levels and clinical outcome after large head metal-on-metal and conventional metal-on-polyethylene total hip arthroplasty which aimed to examine the incidence of pseudotumors after large head metal-on-metal total hip arthroplasty and after conventional metal-on-polyethylene total hip arthroplasty using m¿magnum and mallory-head acetabular components with a conventional polyethylene arcom liner manufactured by biomet; and to investigate the predisposing factors to pseudotumor formation. Ninety patients were identified in the article that underwent hip arthroplasties on unknown dates. Patient follow-up results provided indicate that the patients mean harris hip score was 91.2 for metal-on-polyethylene patients with a mean of 89.6 for patients without pseudotumors and 96.0 with pseudotumors. There has been no further information provided and the patient outcome is unknown.